Manufacturer narrative:
B3: october 2025 was the reported month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was beeping constantly when hooked to infusion. It showed the programmed rate was 5.4 ml per hour and the volume delivered was 0 ml. Also, it showed the remaining volume was 250.0 ml. The event occurred while in use with a patient at the patient's home and there was patient no injury.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.